Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 50 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA# (B)(4).

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv 50 device had ruptured after the device was filled with 5-fluorouracil. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.